Event description:
During setup for ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message and didn't work even though the coldwell was properly filled with coolant. The console was rebooted, but the issue wasn't resolved. Another console was used for ivtm therapy. No patient injury was reported.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message was confirmed during functional testing. The technical investigation determined that the root cause of the "coolant low" message was the poor connection between the coolant pca and the I/o board. During initial functional testing, the thermogard system did not complete the power-on-self-test (post) as the console displayed a "coolant low" message, confirming the reported complaint. To troubleshoot the problem, the coolant sensor assembly was disconnected and reconnected to remove any trapped air bobbles in the line. However, the issue was not resolved, and the coolant sensor block was verified to be functioning as intended. The electrical connections were then checked. Disconnecting and reconnecting the cables between the coolant pca and the I/o board resolved the issue, and the thermogard system passed all subsequent functional tests. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).